Event description:
Pt agreed to trial new hickman catheter securing device, on 3rd day pt was walking across room holding IV tubing so it would not tug and the device separated from the adhesive backing allowing the hickman catheter to fall out. The adhesive remained on the pt's chest even though the foam backing pulled away with the catheter attached. Chest x-ray obtained to rule out retained catheter. Manufacture notified and trial stopped.